Event description:
It was reported that during a port placement procedure, the port stem was allegedly snapped and broke off completely when the port was positioned for port insertion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I implantable port, hickman single-lumen, 9.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I implantable port, hickman single-lumen, 9.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port was received for evaluation and one photo was provided for review. Visual, microscopic visual and functional tests were performed. A complete circumferential break was noted on the port stem and port stem segment was not returned. The investigation is confirmed for the reported fracture issue and material separation issue and photo review also confirms the same as the fractured portion of the stem was noted to be inside the cath-lock. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the area where the catheter and cath-lock attaches was allegedly snapped and broke off completely when the port was positioned for port insertion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I implantable port, hickman single-lumen, 9.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I implantable port, hickman single-lumen, 9.6f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 12/2024. Device pending return.